Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a mentor smooth round moderate plus profile 425cc saline prosthesis experienced left sided deflation post procedure. The deflation was discovered the same day the device was placed, and replacement was performed with a mentor smooth round moderate plus profile 400cc saline prosthesis.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 1/27/2020. The investigation of the returned device was completed by the failure analysis lab on 2/5/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. A manufacturing record evaluation was performed for the finished device 9395586 number, and no non-conformances were identified. The device was visually inspected, and no apparent damage was found. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).